Event description:
A manufacturer representative reported that during a consumer¿s implant surgery, high impedance was found and the lead was replaced with a new one to complete the surgery. The lead was discarded by a nurse in the hospital. No symptoms were reported. The consumer was implanted due to drd.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause and troubleshooting related to the previously reported high impedances were unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the high impedances were discovered during the implant procedure so a new device was used. Following the usage of the new device, it was stated that the impedances normalized; the implantation surgery was successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.